Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is, however, nothing unusual or excessiv of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after approximately 14 years in-vivo. Review of the device history records was not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.